Event description:
It was reported that device was difficult to remove. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 6f long guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted, that there was a slight resistance upon removal from the body. The procedure was completed without replacing the device. There was no patient injury.

Event description:
It was reported that device was difficult to remove. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 6f long guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that there was a slight resistance upon removal from the body. The procedure was completed without replacing the device. There was no patient injury. It was further reported that the physician felt a strong resistance in removing the guidezilla ii within the mach 1 guide catheter, but it was eventually removed on its own. The physician also felt resistance in removing nc emerge balloon catheter and synergy des from guidezilla ii.

Event description:
It was reported that device was difficult to remove. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 6f long guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that there was a slight resistance upon removal from the body. The procedure was completed without replacing the device. There was no patient injury. It was further reported that the physician felt a strong resistance in removing the guidezilla ii within the mach 1 guide catheter, but it was eventually removed on its own. The physician also felt resistance in removing nc emerge balloon catheter and synergy des from guidezilla ii.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of a guidezilla ii 6f long guide extension catheter. The device was visually and microscopically examined. There was no sign of fluids to the device. There were numerous flat shaft segments to the device. No further damage or irregularity was found. Product analysis confirmed the reported events as there was flattened shaft damage to the guidezilla ii device which can cause removal difficulty and resistance to the device. This concludes the product analysis.